Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) could not be assessed with the programmer as it had reached end of life (eol). The ipg was explanted and replaced. The right ventricular (rv) lead was exhibiting high thresholds and capturing intermittently at a high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.